Event description:
IV tubing faulty. Overnight, two different patients that had tpn infusing, the floors were found wet with the tpn fluid. The second hub of the tubing was allowing fluid to leak. IV tubing lot (10)r22e09109 were removed from both supply rooms and placed aside. This was faulty tubing that baxter provided us from an old lot prior to implementing corrective actions. They reported these were not supposed to still be in circulation. Our distributor found and placed a hold on this lot in their warehouse, our unit removed 30 samples of this tubing. Manufacturer response for IV tubing, (brand not provided) (per site reporter).